Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
A patient's family member reported that her father had a stent placed in 2008. To her knowledge, the surgery was successful. As her father was getting up to get dressed to go home, he collapsed and died. Cause of death from the physician was cardiopulmonary arrest.